Event description:
User reported a failure in the longitudinal readback system on the xvi installed with the site's linac. The xvi panel was incorrectly positioned, resulting in a clinical mis-position of a patient by 4cm for a single treatment. Hospital technicians investigated and found that the longitudinal read back potentiometer assembly connecting wire was found to be off the hook at the panel end of the arm. The pot assembly has been replaced and the systems re-calibrated back to operational specifications.

Manufacturer narrative:
Corrective actions: hospital technicians investigated and found that the longitudinal read back potentiometer assembly connecting wire was found to be off the hook at the panel end of the arm. The pot assembly has been replaced and the system re-calibrated back to operational specifications. This issue had occurred post-corrective action implementation where important notices (B) (4) ((B) (4) and (B) (4) software) /(B) (4) (software) were issued late 2007, for inclusion in the user manual, when elekta realised this situation could occur during an investigation on a different product with similar components. These notices advised users to perform additional visual verification, as a fault in the positon detector system on xvi could lead to incorrect patient position. This verification was necessary, while elekta worked towards addressing the issue with a more permanent solution. The user has received the relevant notice, but does not appear to have followed this advice prior to the incident. The site has now placed markers on the xvi to enable a visual check of correct position to be made and radiographers have now been properly instructed to check the position of the panel each time in use.